Event description:
It was reported that (7) devices were used during a laparoscopic nissen. It was reported by the affiliate that the surgeon used trocars for about 3/4 of the procedure. Loss of pneumo was noticed by the surgeon and it was deduced that the tears in the 512sd trocars and the 1seal's were the cause of the loss of pneumo. New trocars were used to complete the case.